Manufacturer narrative:
(B)(4). Unknown - unknown persona tibial component - unknown unknown - unknown persona articular surface - unknown. Mechanical (g04) - femur no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision due to unknown reasons approximately 10 months post-op. Attempts have been made and all available information has been provided.